Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned and presented with no further issues. The complaint issue "sub-optimal results" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with the preloaded intraocular lens (iol) complained about difficulties seeing down at her feet as the the corrected visual acuity was 0.8 months post surgery. There was no patient injury reported. The iol was explanted. No further information was provided.